Manufacturer narrative:
The handle cev669b was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The tube is difficult to assemble with the insert, the black ring scrapes against the insert. Root cause - the difficulty to assemble the devices is related to the tube: the black ring scrapes against the insert because the tube was not properly adjusted during the finishing operations. The defect was not detected during the final inspection. The smoke, the burning smell, the difficulty to connect the cable and the intermittent working are not related to this device. No corrective and prevention action (CAPA) is required at this time, as there is no adverse trend. A reminder has been performed to the operators.

Event description:
This is 2 of 3 reports linked to mfg report numbers 2523190-2021-00122 and 2523190-2021-00124: a facility reported that during procedures, the tube cev6795b had difficulty assembling, was working intermittently, emitted smoke between the cable and handle and had a burning smell. Additional information received indicates that from the first use the device was difficult to assemble, and it seemed that the handle would not open. Also the assembly with the bipolar cable was difficult and energy was not always transmitted, it did not work, they tried to change the cable, to disassemble and reassemble it, but it did not seem to work. The last time they tried before sending in for repair, smoke came out between the handle connector and the cable and there was a burning smell. Another microfrance forceps of the same model was used to complete the procedure. There was minor delay in surgery of a few minutes and no adverse patient impact.